Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a detached sensor wire and upon sensor removal, the patient alleged that the sensor wire had detached from the sensor pod and remained in the skin. The patient¿s wife used ¿splitters¿ to remove the wire from the skin. The patient developed swelling and burning sensations at the insertion site. On (B)(6) 2025, they went to an urgent care clinic, and he was prescribed an oral and topical antibiotic medications (bactroban ointment; and cephalexin 500 mg capsules, unspecified duration). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.